Event description:
It was reported that patient enrolled in clinical study underwent bilateral total hip procedures. The right procedure was performed (B)(6) 2002 with debridement due to infection (B)(6) 2004 and reimplantation of the cup (B)(6) 2004. The left procedure was performed (B)(6) 2003 with a subsequent revision on (B)(6) 2006 due to unknown metal complications. No further information has been provided. Additional information received indicates that the revision procedure that took place on the left hip on (B)(6) 2006 was due to femoral component loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. " this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01310-1& 01358-1).

Event description:
It was reported that patient enrolled in clinical study underwent bilateral total hip procedures. The right procedure was performed (B)(6) 2002 with debridement due to infection (B)(6) 2004 and reimplantation of the cup (B)(6) 2004. The left procedure was performed (B)(6) 2003 with a subsequent revision on (B)(6) 2006 due to unknown metal complications. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-01310 and 01358).